Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated unit and verified the problem. Corrections include replacement of the unit's memory chip on the cpu board, reprogramming, and reseating the cables. Unit was calibrated and safety tested to factory's specs.